Event description:
Doctor was performing a kidney stone removal procedure on a female. At the end of the procedure after breaking up the kidney stones and suctioning them out, he was using a fluoroscopy machine to see if there were any fragments left in the patient when he spotted an object in the x-ray. He realized this was not a stone fragment but most likely the tip of the 27093ll. He removed this instrument and confirmed that the oscillating tip had come off. He spent 30-40 minutes removing tip with a grasper. Procedure was completed with no adverse effect on patient. Patient condition post op was good.